Manufacturer narrative:
The internal investigation into lot sp200049 included a review of the reported information, review of the device history records and review of the complaint history records. Investigation results revealed no remarkable findings with no other complaints reported against the lot and no processing deviations. There was one unrelated nonconformance related to the nature of this complaint. The lot was aseptically processed, terminally sterilized within the process parameters and met all qc release criteria, including mechanical testing. As of date, of the (B)(4) devices released to finished goods for lot sp200049, (B)(4) have been distributed. No devices have been reported as implanted. Based on our internal review with no remarkable findings, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.

Event description:
Healthcare professional reported the "patient was being extubated and began to cough. The physician heard a pop and could see that the mesh became dislodged" and "the suture basically cheese wired through the product and failed in 3-4 locations." Strattice was removed and replaced.